Event description:
Event description guidant received information that upon repeated attempts to interrogate this pacemaker, telemetry was unable to be established with the device. Additionally, there was no evidence of pacing and the device was unresponsive to the application of a magnet. This pacemaker was only included in the population affected by failure mode 2 communication issued in the insignia/nexus advisory on september 22, 2005. The device was explanted, replaced, and returned to guidant for analysis.